Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps was found to have a broken cable. There was no report of fragment(s) falling inside the patient. The instrument was used to complete the procedure and there was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed no fragment fell into the patient. The asian patient was (B)(6). Information regarding relevant testing, and medical history were requested; however, the reporter was not able to provide that information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint ¿wire was broken¿. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause of the broken pitch cable was attributed to a component failure and related to device design. An additional observation not reported by the site was also found. The housing was removed from the back end of the instrument and found the flush tube guide dislodged. The flush tube guide did not exhibit any physical damage, and no pieces were missing. The flush tube did not exhibit any damage. No physical or cosmetic damage was found on the distal end. The root cause for the dislodged flush tube guide is attributed to mishandling/ misuse. A review of the instrument log for the tenaculum forceps (part # 470207-10 /lot # n10200420 0073) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021, on system (B)(4). The instrument had 5 uses remaining after the last use. In addition, a review of the site's complaint history was performed and no other complaints were identified for this product. No image or video clip for the reported event was submitted to isi for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event. Follow-up was attempted, but some of the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.